Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported a low reading issue with an adc device and was issued a replacement. The customer indicated that due to a delivery issue, they did not have a device to monitor glucose with and was seen by a healthcare professional who administered treatment of insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported a low reading issue with an adc device and was issued a replacement. The customer indicated that due to a delivery issue, they did not have a device to monitor glucose with and was seen by a healthcare professional who administered treatment of insulin injection (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.